Event description:
Philips received a complaint by the customer on the v60 indicating that there was no video on the display. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided the customer with the parts ID for the user interface (ui) and light crystal display (lcd) assembly. The repair for this unit cannot be conducted at this time due to the ui assembly being on backorder. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The material ordered ui assembly replacement aligns with the recommended repair of the alleged malfunction per the service manual. When the part become available the repairs will be completed. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.